Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for non-malignant and chronic low back pain. The patient had an MRI. The procedure was no related to the device or therapy. However, the patient told the hcp the pump stopped working. The hcp did not know if this was due to normal battery depletion or another reason. There was no out-of-box failure. No patient symptoms were reported. No further information was provided.